Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the rep that the 511o instrument leaked carbondioxide from the abdominal cavity. A competitors trocar was used to complete the case.